Event description:
It was reported that an alarm 2 occurred due to an occlusion event earlier in the day. The customer's blood glucose level did not exceed 500 mg/dl and there was no adverse impact reported. The customer resolved the issue by changing the trusteel infusion set and cartridge and resumed insulin therapy.